Event description:
It was reported that during a routine follow up the left ventricular (lv) lead was partially abandoned due to pacing not delivered when required. The patient was hospitalized. No additional adverse patient effects were reported.